Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted at a very steep angle at the subclavian. One day post-implant, a significant decrease in the impedance measurements on the ra lead was noted. Approximately one month later, the patient complained of twitching around the device. Upon interrogation, very high impedance measurements and loss of capture on the ra lead were noted and significantly low impedance measurements on the competitor right ventricular (rv) lead. X-ray revealed a fracture on the ra lead. As a result, both the ra and rv leads were explanted and replaced. No adverse patient effects were reported.